Event description:
Patient reported having 2 biomet implants in 2013. One of them had a screw that broke and remained inside the implant. Patient referred great discomfort with the fractured implant. Implant remains in patients mouth.

Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Product not returned.